Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm called the customer to schedule repair and was informed that the iabp had already been tested and no leaks were found. Customer cancelled the request for service.

Event description:
It was reported that the helium is depleting very quickly on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that the helium was depleting very quickly on a cs300 intra-aortic balloon pump (iabp) and the getinge washer was replaced. It is unknown under which circumstances this event occurred or if there was patient involvement; however there was no adverse event reported.